Event description:
During an esophago-jejunostomy procedure, the instrument was difficult to remove after firing. The surgeon removed the instrument with manipulation. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an esophago-jejunostomy procedure the instrument was difficult to remove after firing. The surgeon removed the instrument with manipulation. The hospital reported that no patient injury had occurred.